Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: malposition. (B)(4).

Event description:
It was reported that an (B)(6) female patient, who underwent breast augmentation with an unspecified mentor gel implant on the left side, suffered left breast implant malposition, post-procedure. As a result, the patient underwent implant breast implant removal and replacement with a 300cc mentor memorygel breast implant (catalog: 3507300mc, lot: 7521530) on (B)(6) 2018.